Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009, inratio: 7.1, lab: 5.3. Patient is on 15 medications other than coumadin. He is not on heparin or lovenox. Patient has no bleeding symptoms.

Manufacturer narrative:
May12, 2009: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio: 7.1, lab: 5.3, mean: 6.20, confidence limits: unable to determine. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. As of today, no product is expected to return. No further investigation will be required. No lot or serial number provided so, no additional testing is possible and tracking/trending of strip lot number is not possible. No corrective action required as no product deficiency was established.